Event description:
This console was not on a patient. Complainant reported that during routine console checkout, after bleeding the air pressure from the primary air tank, there was a leak when the air circut was re-pressurized. The console was returned to syncardia, and a failure investigation was conducted. The investigator was not able to reproduce the reported leak. The alleged product malfunction poses no risk to a patient because it occurred during routine console checkout, and was not on a patient, and does not negate the ability of the console to continue to perform its life-sustaining functions. Syncardia is closing this file.